Event description:
The patient received several shocks due to lead noise as a result of a lead fracture. Low pacing lead impedance was observed. The lead was capped.

Event description:
On 06/17/08, (B)(4) received a phone call from (B)(4). (B)(4) stated that dr (B)(6) was performing a dcp procedure. He inserted the catheter, inflated the catheter and noticed that the balloon would not hold pressure. He removed the device and opened another kit to complete the procedure without any pt complications. The facility is requesting to be reimbursed for the cost of the kit. The device was saved and they are waiting to return it to us for evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.